Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 187 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted during testing. However, the pump had intermittent act button response due to corroded keypad traces. The passed the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.